Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. The lead has been stretched causing the inner tubing to buckle. It was noted that the distal conductor was distorted within the connector, the inner insulation was kinked/buckled, the distal conductor connector pin was bent, there was blood in/on the helix/lobe mechanism. Damaged at implant. The distal conductor has been over-retracted.

Event description:
It was reported that during the implant attempt, the helix deployed properly on the initial use but stopped working after extended/retracted several times. A different lead was used. No patient complications have been reported as a result of this event.